Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 32, indicating a delivery motor communication error, requiring multiple restarts and leading to device replacement after troubleshooting and education were completed. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote review of device performance, user counseling on shutdown and data sync, and logistics for replacement and return. Investigation of the returned device revealed a suspected malfunction in the delivery motor communication pathway consistent with a motor processor communication error.